Event description:
In 2005 the reporter contacted lifescan on behalf of the pt alleging that her one touch ultra meter was reading inaccurately high. Patient has type I diabetes and tests 4 times daily. In the evening, the pt started to feel tired, dizzy, and nauseated. Pt had obtained a 143 mg/dl at 6:15 pm, a 315 mg/dl at 8:15 pm, and 233 mg/dl at 11:01 pm. The patient tested after the onset of their symptoms. The home health nurse had advised her parents to take her to the hospital. The next day, patient obtained a 250 mg/dl at 2:03 am, 304 mg/dl at 4:40 am, 315 mg/dl at 7:46 am, 360 mg/dl at 8:52 am, and 180 mg/dl at 10:56 am. Later in the day, their parents took patient to the hospital. They neglected to bring the reported meter. The results obtained at the hospital were unknown; however the pt received insulin treatment for "high blood glucose and ketones". She had an hba1c of 9.5%. Hematocrit level was unknown. She was released from the hospital four days later. During the hospitalization, her parents were asked to bring the reported meter to be checked. The physician compared the reported meter readings to a new medisence meter. A result of 347 mg/dl was obtained on the reported meter and 270 mg/dl on the other meter. They were advised to contact lfs for a meter replacement. There is no indication that the product(s) contributed or caused the injury or medical intervention. The patient experienced elevated symptoms, obtained elevated results, and received treatment accordingly. The customer service agent discovered that the patient had been cleaning the puncture area incorrectly. The csa walked the reporter through two consecutive control solution tests and the results fell outside the specifications. Therefore, this complaint is being reported as a malfunction due to the failed quality control tests. The control solution and meter were replaced.